Event description:
I used fixodent from 1996 until now (B)(6) 2010. I have weakness in legs and arms. The nerves on left side of face, numbness sometimes in face left side. Some sexual side effects. Dose or amount: denture cream. Frequency: once daily. Route: oral. Diagnosis or reason for use: dentures.